Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator shock was not getting delivered. There was no negative patient impact.